Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim, discolored display screen. A visual inspection of the battery compartment showed a crack near the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. Evaluation also revealed a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.